Manufacturer narrative:
As reported, button #1 of a 5f mynx control vascular closure device (vcd) could not be pressed during the procedure. Manual compression was performed for 20 minutes and recovered. There was no reported patient injury. The mynx vcd was prepared and used in accordance with the instructions for use (IFU). The device was used during a percutaneous coronary intervention (pci) with a retrograde approach. The femoral artery¿s suitability was verified by angiography, including an insertion angle of approximately 30 to 45 degrees of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm. There were no visible signs of device or package damage prior to use. The puncture site did not have visible calcium or plaque, and there was no stent or stenosis greater than 50% near the puncture site. The target femoral site had not been previously closed within 30 days before this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use. The physician achieved certification on the use of the mynx control vcd and had used the device several times prior to this procedure. Additional information was requested but not provided. The device was returned for evaluation. A non-sterile 5f mynx control vascular closure device was returned for investigation. A visual inspection revealed that both buttons 1 and 2 had not been depressed. The stopcock was found open with no syringe returned for this evaluation. The sealant was present in manufacturing position fully covered by the sealant sleeves. In regards of the sealant sleeves conditions no abnormal conditions were observed. Additionally, no catheter sheath introducer was returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. A simulated deployment test evaluation to ensure functionality was performed. The unit worked as intended deploying the sealant and the balloon got retracted respectively. After the tension indicator was aligned by pulling in distal direction the distal tip and the button 1 and button 2 were depressed in the instructed sequence. The reported event of ¿button #1-frozen/locked¿ was not verified through analysis of the returned device since it passed functional testing. The exact cause of the event experienced by the customer cannot be determined. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the frozen/locked button 1 experienced since it passed functional analysis. However, handling factors (such as incorrect alignment of the tension indicator before attempting to deploy) are possible. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. As warned in the IFU, ¿do not reuse or resterilize. The mynx control vcd is for single use only. The catheter is loaded with a single hydrogel sealant. Reuse of the device would result in no delivery of hydrogel sealant.¿ usage of the product other than that indicated in the product's IFU may involve additional risks/issues not described in the labeling. The IFU also warns, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ per the procedural steps within the IFU, ¿grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram: common femoral artery single wall puncture, evidence of adequate flow, no evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review, nor the product analysis suggest that the issues experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, button #1 of a 5f mynx control vascular closure device (vcd) could not be pressed during the procedure. Manual compression was performed for 20 minutes and recovered. There was no reported patient injury. The mynx vcd was prepared and used in accordance with the instructions for use (IFU). The device was used during a percutaneous coronary intervention (pci) with a retrograde approach. The femoral artery¿s suitability was verified by angiography, including an insertion angle of approximately 30 to 45 degrees of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm. There were no visible signs of device or package damage prior to use. The puncture site did not have visible calcium or plaque, and there was no stent or stenosis greater than 50% near the puncture site. The target femoral site had not been previously closed within 30 days before this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use. The physician achieved certification on the use of the mynx control vcd and had used the device several times prior to this procedure. Additional information was requested but not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2434402 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint "button#1 frozen/locked" could not be observed. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. According to the instructions for use (IFU), the user is instructed to grasp the device handle and align the device with the tissue tract. The user should then pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension, the user is told to press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy. Neither the product analysis, the device history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. No preventative or corrective actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, button #1 of a 5f mynx control vascular closure device (vcd) could not be pressed during the procedure. Manual compression was performed for 20 minutes and recovered. There was no reported patient injury. The mynx vcd was prepared and used in accordance with the instructions for use (IFU). The device was used during a percutaneous coronary intervention (pci) with a retrograde approach. The femoral artery¿s suitability was verified by angiography, including an insertion angle of approximately 30 to 45 degrees of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm. There were no visible signs of device or package damage prior to use. The puncture site did not have visible calcium or plaque, and there was no stent or stenosis greater than 50% near the puncture site. The target femoral site had not been previously closed within 30 days before this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use. The physician achieved certification on the use of the mynx control vcd and had used the device several times prior to this procedure. The device will be returned for evaluation.